Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Upon powering the unit, biomed got a 120.4490 error. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: asked biomed if the 8015 had an alaris or third party battery pack. Boimed confirmed was a third party battery pack. Recommend to replace battery with an alaris battery. If error persist, send in unit for warranty repair. Gave biomed number for com so he may call and get a warranty RMA. Biomed ended call.